Event description:
The customer contacted physio-control to report that the device would not display an ECG rhythm and it was not possible for the device to interpret the rhythm. Additionally, the device would not monitor noninvasive blood pressure (nibp) and saturation of oxygen in arterial blood (spo2). In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue of the device not being able to display or interpret the ECG rhythm in AED mode. The device was able to provide defibrillation energy successfully in both manual and AED mode. The other reported issues regarding the patient parameter functions of noninvasive blood pressure (nibp) and saturation of oxygen in arterial blood (spo2) were verified. The customer rejected advised repairs, and the device was returned without repair per the customer's request. Therefore, the cause of the reported issues could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device would not display an ECG rhythm and it was not possible for the device to interpret the rhythm. Additionally, the device would not monitor noninvasive blood pressure (nibp) and saturation of oxygen in arterial blood (spo2). In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.